Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was seen on (B)(6) 2016 at which time the adaptive stimulation was programmed. The patient reported that the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Patient reported sometimes in (B)(6) 2016 was feeling overstimulation and having to get help turning off stimulator. Patient reported noticing it during positional changes. Discussed with patient setting up adaptive at her next office visit. Had patient turn on stimulator and turn off stimulator over the phone. The issue is not resolved at the time of this report. Patient will be evaluated at her next office visit on (B)(6) 2016.

Event description:
Additional follow up information received from the manufacturer¿s representative confirmed that the patient was seen on (B)(6) where the adaptive stimulation was programmed. The patient left the office and later called back to have the implantable neurostimulator (ins) explanted. The patient was scheduled for explant of the device on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.